Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, fixed prime on the insulin pump. The customer's blood glucose level was 247 mg/dl. The customer was advised to change into new set when available and call back for further issues if needed. The customer was advised that if the set still does not work to call in and we could send a cot pump if needed. The customer found that the reservoir is practically empty. The customer was advised to change the set as soon as possible. The customer was offered to troubleshoot but does believe this is something with the reservoir.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.